Event description:
It was reported that the patient had underwent a device upgrade procedure the day prior. During post operation check up, the patient experienced chest pain. Echocardiogram was performed and perforation was confirmed. The right ventricular lead was repositioned. The patient was in stable condition post operation.